Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 226 mg/dl. It was reported that the doctor felt the customer was not using the insulin pump correctly, and needed additional training. Advised the caller that the local representative would be notified. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.